Event description:
It was reported that during central processing, the instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have scratch marks/abrasions to the tube adapter. A piece approximately 1.27mm x 0.87 mm was not returned with the instrument. The complaint regarding the broken tip was confirmed by failure analysis.